Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to rising bipolar pacing thresholds. Unipolar pacing thresholds were stable and patient reported to be sensitive to higher unipolar pacing levels. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.